Event description:
The extension set was connected to a plum pump set (list 1646-48). When the nurse was preparing to administer an IV medication, she noticed that blood was coming out of the port on the plum (pump) set. The blood backed up farther and began coming of the reflux valve on the extension set. No pt ill effects were reported.